Event description:
It was reported that during an unknown procedure, a clip was not fed into the jaws and there was an unexpected resistance in firing at the 2nd firing. Also, the trigger did not return to its home position when the trigger was grasped outside the patient. In the 2nd device, a malformed clip fell out when it was fired out of the patient. Besides, the next clip came out a little. Then, the trigger was grasped, the clip dropped without forming outside of the patient. Although the device was fired a few times out of the patient, the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: was the trigger or handle damaged? ---no. Were the jaws bent or broken? ---no.